Manufacturer narrative:
The biomedical engineer reports that the bsm (bedside monitor) is not communicating with the cns (central network station), the device displays a communication loss message. Customer ordered a nic card and placed it on another bedside monitor to resolve the issue. The device is being sent in for evaluation and repair. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer reports that the bsm (bedside monitor) is not communicating with the cns (central network station), the device displays a communication loss message.

Manufacturer narrative:
Manufacturer narrative: the biomedical engineer reports that the bsm (bedside monitor) is not communicating with the cns (central network station), the device displays a communication loss message. Customer ordered a nic card and placed it on another bedside monitor to resolve the issue. The device was never sent in for evaluation. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.